Event description:
A pt reported blood glucose result of 237mg/dl with a lifescan meter and 177mg/dl on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The pt also reported a high bg of 588mg/dl and did not experience any symptoms with that reading. Pt's family member called pt's md who advised to increase the insulin to 5 units or more. After pt was treated with insulin, pt ended up having hypoglycemic symptoms. Another md came to pt's home and treated pt with sugar. Md did not test pt when pt was experiencing the hypoglycemia or test pt after treating them with sugar. Pt was not admitted to the hosp.